Manufacturer narrative:
It was later confirmed by the customer, a biomedical engineer, that the therapy connector assembly had been replaced in order to resolve the reported issue. The device was then placed back into service for use. The device was not returned to physio-control for evaluation.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that the charge button on their device's hard paddles assembly would not respond when pressed during an inspection of the device. Upon further evaluation, the biomedical engineer observed that a pin from the connector of the hard paddles assembly had broken off and become lodged inside the device's therapy connector assembly. This prevented the device from being able to charge (in order to shock) using the hard paddles, and would have prevented another set of hard paddles from being connected to the device. As a result, defibrillation may have been delayed, or prevented, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. At the customer's request, physio-control provided the part number for a replacement therapy connector and hard paddles assembly. The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that the charge button on their device's hard paddles assembly would not respond when pressed during an inspection of the device. Upon further evaluation, the biomedical engineer observed that a pin from the connector of the hard paddles assembly had broken off and become lodged inside the device's therapy connector assembly. This prevented the device from being able to charge (in order to shock) using the hard paddles, and would have prevented another set of hard paddles from being connected to the device. As a result, defibrillation may have been delayed, or prevented, if it were necessary. There was no patient use associated with the reported event.